Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. Device history record (DHR) review cannot be conducted because no lot number was provided by the customer. Since the lot number is unknown, the full UDI number can not be provided. Concomitant medical products: 1.distributed - acunav ultrasound catheter; 2. Non biosense webster, inc. - st. Jude medical brk transseptal needle; 3. Non biosense webster, inc. - st. Jude medical agilis sheath; 4. Non biosense webster, inc. - st. Jude medical sl0 sheath. (B)(4).

Event description:
It was reported that a female patient, in her 70s, underwent an ablation procedure for atypical atrial flutter with a thermocool smarttouch uni-directional sf catheter and suffered a cardiac tamponade requiring pericardiocentesis. After transseptal puncture and during mapping, the patient became hypotensive and a tamponade was confirmed via intracardiac echocardiogram (ice). Pericardiocentesis yielded 800ml. Remainder of procedure was aborted. Patient was reported to be in stable condition. There is no information regarding extended hospitalization or patient outcome. It was noted that the injury occurred during transseptal phase while the acunav ultrasound catheter was in use. Factors cited that may have contributed to the adverse event include possible scoliosis. Physician¿s opinion regarding the cause of the adverse event is that it was procedure-related, associated with transseptal puncture. Transseptal puncture was performed with a st. Jude medical brk transseptal needle. Sheaths used were a st. Jude medical agilis and a st. Jude medical sl0. Generator parameters and settings at the time of injury were not reported, as no ablation was performed. Overall ablation time and last ablation cycle time at the site of injury were not reported, as no ablation was performed. Irrigated catheter flow setting was not reported, as no ablation was performed. Patient received anticoagulant during the procedure with activated clotting time maintained between 300-350 seconds. There were no error messages reported on any biosense webster, inc. Equipment during the procedure. Since this adverse event required medical or surgical intervention to preclude permanent impairment of a body function or permanent damage to a body structure, it is to be considered serious and MDR reportable.